Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the catheter breaks into pieces when testing the device in the office. No patient involvement.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one, unopened sac kit for analysis. No evidence was observed that the kit was opened. The kit was opened to observe the catheter. Initial analysis of the catheter revealed the catheter body was slightly discolored (yellow tint), however, no obvious damage was observed. After failing functional testing (see below), it was discovered that the catheter body is brittle and easily separated. The catheter body total length measured 83mm which is within the specification limits of 82mm-86mm per the catheter graphic. The catheter body outer diameter measured 1.04mm which is within the specification limits of 1.04mm-1.09mm per the catheter extrusion graphic. The catheter body inner diameter measured .7112mm which is within the specification limits of .690mm-.740mm per the catheter extrusion graphic. Minor force was applied to the catheter body. This resulted in the catheter body to become separated. Performed per IFU statement "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration". The manufacturing facility and r & d were contacted as part of this complaint investigation. Testing performed at the manufacturing facility was able to reproduce the observed failure mode (yellow discoloration and brittle catheter body) through prolonged exposure to uv light. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit instructs the user, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration". The report of an arterial catheter separation was confirmed through complaint investigation. Visual and functional analysis revealed that the catheter body was slightly discolored, brittle and separates when a bending force was applied. Testing performed at the manufacturing facility was able to reproduce the observed failure mode (yellow discoloration and brittle catheter body) through prolonged exposure to uv light. The returned catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing issue. Based on the customer report , testing from r & d/manufacturing, and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter breaks into pieces when testing the device in the office. No patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the catheter breaks into pieces when testing the device in the office. No patient involvement.